Event description:
During ptca, arterial location of 19g brown needle verified. Guidewire inserted but passed immediately downward into the s.f.a. Wire removed. A 1-1/2" segment of guidewire coating remained intravascular. Attempts to retreieve coating unsuccessful. A femoral cutdown and arteriotomy was performed and segment was completely removeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: inherent risk of procedure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.